Manufacturer narrative:
The reported event was addressed with phone support. The customer informed the issue had been resolved. The technical service engineer (tse) informed it was probably caused by the guide tool change function. The tse informed the customer how to reset. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated or for the allegedly involved failure mode to be investigated further.

Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, the 30° endoscope plus instrument rotated when installed to arm. This issue was already resolved, but the customer did not know how to it resolved. The technical service engineer (tse) informed it was probably caused by the guide tool change function. The tse informed the customer how to reset. The procedure was completed with no reported injury.